Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted.

Event description:
As reported by a field clinical specialist, approximately 2 years post tavr procedure with a 26mm sapien 3 ultra valve the patient is now presenting with severe as symptoms and is being evaluated for thv in thv. Per complex imagery review there is aortic thv leaflet thickening and calcification. The ava is approximately 1.0 cm2. The mean gradient is 50mmhg. There is also trace central ai between the right and non-coronary cusps.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The complaint for ''post-implantation - svd - calcification'' was confirmed based on the provided imagery. Due to unavailability of valve serial number, DHR and lot history review were unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of the IFU also revealed no deficiencies. As device was not returned, engineering was unable to perform any visual, functional, or dimensional analysis. In addition, due to unavailability of work order information, review of the DHR and lot history was not able to be performed. Therefore, the presence of a manufacturing non-conformance could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. Per review, no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for ''post implantation - svd - calcification'' did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, per technical summary, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, ''per complex imagery review there is aortic thv leaflet thickening and calcification. The ava is approximately 1.0 cm2. The mean gradient is 50mmhg. There is also trace central ai between the right and non-coronary cusps.'' Due to limited information was provided, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.